Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip 6f/7f vascular closure device (vcd) was used following an interventional coronary procedure and hemostasis was achieved for a few minutes. Subsequently, a hematoma described as over 6 cm in size, was quickly noted and manual pressure was applied to the access site for more than 30 minutes. Manual compression was held for a total duration of 35 minutes. The patient¿s hospitalization was not extended. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure. There was 1 sheath exchange; however, a procedural sheath that is greater than 7f was not used. Hemostasis was achieved. Additional information was requested, but was unknown. Five sterile mynxgrip vascular closure devices 6f/7f which were not involved in the reported complaint were returned for evaluation. It was observed that the devices were returned in sealed and sterilized pouches but not in a temperature controlled box. Based on the failure mode of ¿hematoma¿ with a severity = 1, occurrence=1, risk level=0 and aql = 4.0, 3 samples were randomly chosen from the 5 sterile returned units for visual inspection. No anomalies were observed. Since, the products were returned to us without proper packaging, the integrity of the product may have been compromised (i.e. Exceeds 25 c). Therefore, no functional testing would be conducted as no additional information will be retracted from the returned units to explain what contributed to the reported event. A review of the manufacturing documentation associated with lot f1715903 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the reported information and without the return of the actual device, the event reported as hematoma could not be confirmed and the root cause could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instructions for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Neither the device history record review nor the sterile unused devices analyses suggest that the reported event could be related to the manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device (vcd) was used following an interventional coronary procedure and hemostasis was achieved for a few minutes. Subsequently, a hematoma described as over 6 cm in size, was quickly noted and manual pressure was applied to the access site for more than 30 minutes. Manual compression was held for a total duration of 35 minutes. The patient¿s hospitalization was not extended. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure. There was 1 sheath exchange; however, a procedural sheath that is greater than 7f was not used. Hemostasis was achieved. Five (5) unused devices from the same lot number will be returned for analysis. Additional information was requested, but was unknown.